Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on act button. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was unknown. Customer stated that the battery compartment was cracked. The insulin pump will be returned for analysis.